Event description:
It was reported that the patient experienced infection at their inflatable penile prosthesis pump site. The pump was placed in too thin of skin. The pump was removed and the tubing was plugged with a deactivation kit. A washout and antibiotic regimen was performed at the site. The patient had no further issue. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.